Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedance measurements and a lead fracture was suspected. This lead was explanted and successfully replaced. This lead is not expected to be returned for analysis. No additional adverse patient effects were reported.